Manufacturer narrative:
Device evaluation, additional information- device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy.

Event description:
A report was received from clinic notes stating a patient was scheduled for surgery due to extrusion and wound drainage. The patient had pus coming from the neck and chest incision sites which indicated an infection had occurred at these sites. A total explant of the lead and generator was performed, and the patient was implanted with a new system at a later date. A review of the manufacturing records for both the implanted generator and lead confirmed both devices were sterilized per the manufacturer's specifications prior to release for distribution. Further information was received from the patient's neurosurgeon which reported the infection was caused by the patient picking at the incision sites. No additional relevant information has been received to date.